Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. The imaging from the procedure could not be obtained for evaluation. Per the instructions for use, device malposition requiring intervention, valve regurgitation, and native valve leaflet overhang with the potential to impair sapien leaflet function are potential adverse events associated with the transcatheter heart valve replacement procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In addition, the patient screening manual and the procedure didactic identify the sapien valve being deployed too ventricular and abnormally long native valve leaflets as factors that can contribute to regurgitation and native leaflet overhang. Other factors that could cause central regurgitation include over expansion or asymmetrical deployment of the delivery balloon, and inadequate coaptation of prosthesis leaflets. In the absence of imaging from the case, the root cause of the valve malpositioning and regurgitation cannot be determined. However, per report, it was suspected that due to the length of the native valve leaflets that they may have been overhanging the first sapien valve's leaflets, causing the cai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, a second sapien valve was implanted after the first sapien valve was placed too aortic, resulting in central aortic insufficiency (cai). Per report, the first sapien valve was positioned 50:50 across the native annulus, but it moved right at the end of deployment. The patient's aortic root and native valve leaflets were described as long. It was suspected that due to the length of the native valve leaflets that they may have been overhanging the first sapien valve's leaflets, causing the cai. The second sapien valve was placed more ventricular than the first, mitigating the cai. Additional information, during deployment of the first sapien valve the balloon inflation was slow and inflation was held for three or more seconds. Ventilation was held, and there was no loss in pacing capture. The imaging intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. The patient's native aortic valve was severely calcified, and there was no appreciable septal bulge or mitral annular calcification (mac). The patient's ejection fraction was not reported.

Manufacturer narrative:
The investigation is ongoing.